Event description:
The clinician reports the implant was inserted (B)(6) 2004 in ada 28. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.